Event description:
The user facility reported that a patient had developed a minor hematoma while using the tr band device. Follow up communication with the user facility reported the following information: the balloon does not inflate enough; the balloon stays stuck and does not unfold properly and gets torn; the patient developed a hematoma at the puncture point; and the procedure was completed successfully.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00114 to provide the return sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that it had a tear on the area where the two balloons, (big and small had been welded with each other. No other obvious anomaly was noted. The actual sample was injected with air and submerged in water. A leak was noted at the tear. The torn segment was inspected under magnification. The evidence of elongation was found there, implying that the balloons had been subjected to a tearing force. There were not any anomalies, such as inadequate welding width, in the state of welding. The balloons' welded segment was cut at the tear and the cut cross-section was inspected under magnification. There were not any anomalies in the state of the sheets. The wall thicknesses of the sheets were confirmed to be normal. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the reported tear was generated due to the actual sample having been subjected to a pulling force which exceeded the strength limit of this product. The belt, small balloon and large balloon components are made of vinyl chloride. Due to the properties of this material, these components are prone to adhere with each other if left in the state of being laid one on the top of another for a long time. In addition, a heat load could cause this adhesion more easily. The surfaces of the velcro and the large balloon had been adhering to each other and during an attempt to separate the large balloon from the velcro, the small balloon was held and pulled, resulting in the generation of a pulling and tearing forces to the welded part. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00114 to provide the return sample evaluation results.

Manufacturer narrative:
The involved device was not returned to the manufacturing facility. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date the manufacturing facility received the actual sample. A review of the device history record of the involved product/lot# combination confirmed there were no indications of production related anomalies. A search of the complaint file did not find any other report with the involved product/lot# combination. The labeling does address the potential for such an event in the instructions-for-use with statements such as: depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly; be careful that no foreign particles get into the air injection port when injecting air. The air could leak; check the progress of hemostasis and adjust the air pressure of the balloon with the tr band inflator or tr band air volume regulator accordingly; and while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. Actual device not returned.